Event description:
It was reported the sjm representative was unable to establish communication with the pt's scs ipg using the pt's charging system and pt programmer due to the pt not recharging her scs system for several months. Follow-up identified the pt is working with the physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.